Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that unspecified bd¿ pen needle leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that there was leakage. Event description per email states caller reported that on (B) (6) 2020 she injected her pen needle and noticed that while removing the needle it leaked. She tried with two other needles and they both leaked. She then noticed that the pad that holds the chamber is depressed more than it should be. She further stated that the device is defective and has a mechanical issue.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in(B)(4) has been listed in and FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. The initial reporter also notified the FDA on 3 november, 2020. Medwatch report # mw5097426. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle leaked. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that there was leakage. Event description per email states caller reported that on (B) (6) 2020 she injected her pen needle and noticed that while removing the needle it leaked. She tried with two other needles and they both leaked. She then noticed that the pad that holds the chamber is depressed more than it should be. She further stated that the device is defective and has a mechanical issue.